Event description:
It was reported that during a procedure of the removal of a brain tumor, the diode cover of a small pointer fell off. The proceudre was completed successfully, with a backup pointer. No delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that during a procedure of the removal of a brain tumor, the diode cover of a small pointer fell off. The procedure was completed successfully, with a backup pointer. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however a root cause for the diode cover falling off could not be determined.